Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unreadable. Reportedly, the screen had lines that blocked graphics and text. Customer's blood glucose was 110 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.